Event description:
During eval by the MFR, the unit failed the bias current test. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion within the handpiece.